Manufacturer narrative:
(B)(4). A lot history record review was completed for lots25151508, 25151806 and 25152302 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs,rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported "in regards to their concerns with vasoview hemopro vh-3500 during endoscopic vein harvesting procedures. They had sticking¿ within the housing, still do not feel the sealing is as good , the trigger is not ergonomically ¿good¿. It is hard to pull & ¿keep¿ activated. Could be part of ¿sealing¿ issue, still very hard to hear...also could be related to sealing and one of the pas has complained heavily about keeping a tunnel. The hospital did not report any patient effects. No patient involvement.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported "in regards to their concerns with vasoview hemopro vh-3500 during endoscopic vein harvesting procedures. They had sticking¿ within the housing, still do not feel the sealing is as good , the trigger is not ergonomically ¿good¿. It is hard to pull & ¿keep¿ activated. Could be part of ¿sealing¿ issue, still very hard to hear. Also could be related to sealing and one of the pas has complained heavily about keeping a tunnel. The hospital did not report any patient effects. No patient involvement.